Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed untrue running, would not hold wires, vibrated and had worn clamping components, stop ring and bearings. Therefore, the reported condition was confirmed. The assignable root cause was due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during veterinary fracture repair surgical procedure, it was discovered that it was easy for pins to pass through the quick coupling for k wires device. According to the report, it appeared that the device was biting down on the pins and the pins were coming out of the device with scoring marks. The reporter could not identify the millimeter pin but noted there was a five minute delay to the planned surgical procedure while the cannulation settings were checked. A spare device was used to successfully complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.